Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as restenosis is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Device not returned for analysis."

Event description:
(B) (6) - peripheral cutting balloon registry. Same patient as mfg#2134265-2009-04254. It was reported that during the three month assessment the patient underwent conventional angioplasty for target lesion stenosis. On (B) (6), 2005 the target lesion was at the popliteal, with no vessel tortuosity; lesion type was denovo and mild calcification. The angiographic data for target lesion showed the reference vessel diameter 4 mm, lesion length 10.00 mm, pre procedure 85 % stenosis. The peripheral cutting balloon was used with post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. In (B) (6) 2005 three month follow up visit the patient vital status was alive. The patient experienced an adverse event reported as ¿healing failure¿. In (B) (6)y 2006, the patient had conventional angioplasty on the target lesion. Due to angiographic restenosis an intervention on the target lesion was performed. Data for the one, six and twelve month follow up was not provided.